Manufacturer narrative:
Section h4: correction. Manufacturer investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) levels could not be conclusively established through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until the device was turned off and disconnected on (B)(6) 2020, as reported in MFR # 2916596-2020-05563. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was previously admitted to hospital on from (B)(6) 2020 due to elevated lactate dehydrogenase (ldh) ranging 600 u/l to 900 u/l, and a prior admission the patient's ldh was 200 u/l to 300 u/l. The patient tested covid negative during this admission. The patient was placed on heparin drip. Patient discharged home based on negative ramp study and lateral ldh. The patient was hemodynamically stable.